Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient may have received an inappropriate shock from their implantable cardioverter defibrillator (ICD) for atrial fibrillation (af) with rapid ventricular response verses ventricular tachycardia (vt)/ ventricular fibrillation (vf). The ICD remains in use. No further patient complications have been reported as a result of this event.